Event description:
Information received indicates that the nurse call will not function.

Manufacturer narrative:
The technician found the communication cable shorted and damaged the sidecom board. The technician replaced the communication cable and sidecom board to repair the bed.